Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and debilitating pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent a procedure to remove essure on in (B)(6) 2016). At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe and debilitating pain / pain") and neuropathy peripheral ("neurological conditions or problems type: nuerapathy") in an adult female patient who had essure (batch no. 919036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included miscarriage and caesarean section. Concomitant products included acetylsalicylic acid (aspirin) since 2016 and sodium benzoate since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdomen pain") and arthralgia ("joint pain"). In 2012, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"), anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal) type: yeast infection (candida)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain"). In 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant), amnesia ("neurological conditions or problems type: memory loss") and dizziness ("neurological conditions or problems type: dizziness"). In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("autoimmune disorder - type of disorder: fibromyalgia"), urticaria ("rashes or skin conditions type: hives"), herpes zoster ("rashes or skin conditions type: shingles"), tooth disorder ("dental problems/ dental issues"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with alprazolam (xanax), escitalopram oxalate (lexapro), ibuprofen and surgery (total hysterectomy (uterus and cervix removed) - total hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, neuropathy peripheral, depression, anxiety, hypersensitivity, urinary tract infection, vulvovaginal candidiasis, fibromyalgia, urticaria, herpes zoster, migraine, headache, tooth disorder, amnesia, dizziness, allergy to metals, dyspareunia, fatigue, weight increased, alopecia, abdominal pain, arthralgia, bladder disorder and urinary tract disorder outcome was unknown and the back pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, headache, herpes zoster, hypersensitivity, migraine, neuropathy peripheral, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy in date of device removal: (B)(6) 2015. Current weight 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-dec-2018: quality safety evaluation of product technical complaints. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe and debilitating pain / pain") and neuropathy peripheral ("neurological conditions or problems type: neuropathy") in an adult female patient who had essure (batch no. 919036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included miscarriage and caesarean section. Concomitant products included acetylsalicylic acid (aspirin) since 2016 and sodium benzoate since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdomen pain") and arthralgia ("joint pain"). In 2012, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"), anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal) type: yeast infection (candida)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain"). In 2013, the patient experienced neuropathy peripheral (seriousness criterion medically significant), amnesia ("neurological conditions or problems type: memory loss") and dizziness ("neurological conditions or problems type: dizziness"). In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("autoimmune disorder - type of disorder: fibromyalgia"), urticaria ("rashes or skin conditions type: hives"), herpes zoster ("rashes or skin conditions type: shingles"), tooth disorder ("dental problems/ dental issues"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with alprazolam (xanax), escitalopram oxalate (lexapro), ibuprofen and surgery (total hysterectomy (uterus and cervix removed) - total hysterectomy and total hysterectomy (uterus and cervix removed) - total hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, neuropathy peripheral, depression, anxiety, hypersensitivity, urinary tract infection, vulvovaginal candidiasis, fibromyalgia, urticaria, herpes zoster, migraine, headache, tooth disorder, amnesia, dizziness, allergy to metals, dyspareunia, fatigue, weight increased, alopecia, abdominal pain, arthralgia, bladder disorder and urinary tract disorder outcome was unknown and the back pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, headache, herpes zoster, hypersensitivity, migraine, neuropathy peripheral, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy in date of device removal: (B)(6) 2015. Current weight 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received: reporters added. Device insertion date updated. Lot number was added. Surgery added. Events: allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal) type: urinary tract infection, yeast infection (candida), psychological or psychiatric problems condition: depression, anxiety, autoimmune disorder, hives, shingles, migraines, headaches, dental problems, memory loss, neuropathy, dizziness, nickel allergy, dyspareunia, perforation (fallopian tube), fatigue, weight gain, hair loss, back pain, abdomen pain, joint pain, dysmenorrhea, bladder or urinary problems, device monitoring procedure not performed were added. Event onset date and outcome were updated. Concomitant and treatment drugs were added. Medical history were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.